Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests due to the blank display. The pump was received without a battery cap. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer also reported that they were hospitalized due to non-diabetes related. The customer reported that the insulin pump had blank display. The customer's blood glucose was 255 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer declined to troubleshoot for high blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.